Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. Corrected information has been provided in d3(manufacturer fax). The cause of hematoma/access site adverse event was most likely anticoagulation management since the clinical team confirmed the patient was on anticoagulant and antithrombotic medications when bleeding occurred.

Manufacturer narrative:
Corrected information has been provided in d4(primary UDI number) and updated.

Manufacturer narrative:
The pump is not available for return.

Manufacturer narrative:
Additional information was received indicating the patient experienced high purge pressure.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 23-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted as an exchange for a new impella 5.5. While the patient was in the intensive care unit (ICU), there was a groin hematoma and a hematoma to the axillary site that required two units of packed red blood cells (prbcs). The hemoglobin was 6.4. It was noted that the patient was on anticoagulant and antithrombotic medications. After six days and twenty hours on support, the device was removed with a bridge to a left ventricular assist device (lvad). The post-procedure outcome is survived at explant. The impella functioned at p-8 at 4.7l/min as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected.